Manufacturer narrative:
A supplemental MDR is being submitted for engineering evaluation findings. Sections g6, h2, and conclusions in this section have been updated. H6 codes were added: type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. Section h10 was updated with reference to the other report submitted for this case. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Procedural imagery was provided and review of the imagery revealed that the inflation of the balloon was constrained at the distal end, with the constraint eventually overcome and full inflation achieved. Additionally, reference images of sheath damage were provided to the fcs, confirming that the associated sheath's distal tip was completely circumferentially torn and separated. The complaint for inflation difficulty was confirmed based on provided procedural imagery. Available information suggests that the reported event may be related to device interaction caused by a circumferential tear at the sheath's distal tip. Such a tear could have lodged onto the distal end of the valve, preventing it from deploying evenly. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, during a right transfemoral tavr procedure with a 26 mm sapien 3 ultra resilia valve, during the introduction of the valve into the 14f esheath+, it was noted that more pressure than usual was needed to push the valve out of the esheath+. During the deployment with the commander delivery system, the outflow portion of the valve opened before the inflow portion. The inflow portion of the valve opened only after the pressure had built up in the balloon. The valve was able to be fully deployed in the correct position. The delivery system was removed through the esheath+, and the devices were removed without difficulty. After the esheath+ was removed, it was found that the clear tip of the esheath+ was torn off and missing. The surgeon attempted to look for it, but it was not found. There were no patient injuries and the patient was doing well. The devices were discarded by the facility.

Manufacturer narrative:
This is one of two reports being submitted for this event. Investigation is ongoing.